Event description:
It was reported that during a laparoscopic cystectomy procedure, the device would not fire and the cartridge seemed loose. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Pinion axle gear. The analysis results found that one (B)(4) was received. The device was returned with the firing mechanism damaged and with no reload present. No functional test was performed with the device. However, a test reload was loaded on the device without any difficulties noted and did not fell out. The device was disassembled to verify the condition of the internal components and the pinion gear was noted to be broken. While no conclusion could be reached what caused the damaged to the pinion gear, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.